Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of dissection is an inherent risk of any pta procedure. Although requested, patient weight was unavailable. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vessel dissection was allegedly present after the right superficial femoral artery(sfa) was treated with three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters. The health care professional (hcp) performed an atherectomy, with a jetstream, on a third of the patient's highly calcified target lesion in the right sfa. The atherectomy was not performing to the physician satisfaction and decided to discontinue the atherectomy. The hcp elected to treat the highly calcified lesion with the lutonix dcb without additional lesion preparation. Allegedly, after lutonix dcb treatment, a dissection was present. The hcp placed an innova stent. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient outcomes were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00194 and 3006513822-2017-00195.